Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient's therapy was initially turned on (B) (6) 2009. The following day, the patient was in an automobile accident. The patient currently resides in a nursing home. The patient experienced a loss of efficacy in (B) (6). Troubleshooting was attempted with the programmer. The following day, the patient was unable to adjust the stimulation. All the lights on the patient programmer remained on after replacing the battery in the programmer. For the last three days, the patient had experienced dyskinesia and shoulder pain. The head on collision from (B) (6) required surgery on the patient's legs in the middle of (B) (6). Since those surgeries, the dyskinesia had returned but changing medications had helped. Additional information has been requested, but was not available on the date of this report.